Event description:
Boston scientific received information that this pacemaker exhibited high pacing threshold, oversensing that led to pacing inhibition and loss of capture (loc) with greater than 2 seconds of asystole. Additional information was received indicating that the cause of oversensing was due to lead noise however the source of loc was not determined. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.